Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. A new rv lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicates that the dislodgement was confirmed through fluoroscopy. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. A new rv lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. A new rv lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicates that the dislodgement was confirmed through fluoroscopy. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip revealed several anomalies. The helix has been retracted. Dried body fluids and tissue were observed in the helix housing, which is normal for active fixation leads. This finding is consistent with typical observations for such leads. The analysis evidence or field report indicates an issue that falls under the instructions for use (IFU), and as a result, it is considered a known inherent risk of the device.